Manufacturer narrative:
Evaluation of the returned smart coil revealed an undamaged and functional device. During functional testing, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. The reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ic-acha using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician successfully implanted five non-penumbra coils in the target vessel. Next, a smart coil introducer sheath was properly aligned to the hub of the microcatheter and the physician attempted to advance the coil. While attempting to advance the smart coil, it became stuck at its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.